Manufacturer narrative:
Our field service technician investigated the ventilator device on site. It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module could not reproduce the described customer issue regarding the technical alarms for the turbine module. An evaluation of the received device logs could confirm the issue with technical error for the turbine module. After testing the turbine module on ventilation using a test lung, no alarms were generated. After this test several pre-use checks was performed which failed the pressure transducer test. This failure has been observed in previous investigations in connection to the technical alarms generated. Our investigation concluded that a defect turbine in the turbine module caused the unit to fail the pre-use check. A technical error indicating timing issues with the turbine control was detected in the device logs. Replacement of the turbine resulted in a successful system pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating a turbine module input voltage failure while it was connected to a patient. There was no patient harm. Manufacturer's ref. # (B)(4).